Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported intermittent ultrafiltration (uf) issues with the 2008k2 hemodialysis (hd) machines at their facility. The biomedical technician initially informed fresenius technical support of an intermittent uf issue, where the ultrafiltration goal will revert back to the system default of 3000 milliliters (ml) while the patient is undergoing their hd treatment. The exact time into treatment that the change to the uf goal occurs is not known. The biomed stated that the uf issues began shortly after the machines were upgraded to the latest function software (3.39) and actuator software (5.35). Follow-up was provided which revealed that the nurses at the user facility are all trained on how to input the uf goal by the same person. The nurses use the up and down arrows to highlight the desired box, then enter the desired uf using the number keys. The nursing team clarified the uf issues by stating that at random times during a patient¿s hd therapy, a machine will revert back to the default goal of 3000 ml. When a patient experiences ill effects as a result of this issue, the patient will alert the nurse, or the nurse will observe the issue while taking the patient¿s vitals. The submission provides the details for a single occurrence of the reported ultrafiltration goal reverting to the machine defined default. Prior to the initiation of the hd treatment, the uf goal was set to 3500 milliliters (ml). Approximately 30 minutes into the patient¿s hd therapy, the machine reverted back to the default ultrafiltration goal of 3000 ml. Follow-up was received which revealed that 3100 ml of fluid was removed from the patient in 30 minutes. The patient experienced adverse effects as a result of this event, but the patient specific details were not provided. Although requested, no further information has been made available. Following this event, the 2008k2 hemodialysis (hd) machine was removed from service for evaluation. The biomed brought the machine up in conductivity and then performed functional testing. The biomed calibrated, and then verified the uf pump calibration. A simulated treatment was performed for 1 hour and 30 minutes; no issues were identified. Functional testing performed by the biomed confirmed the system was operating properly. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing inv: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was received which revealed that the biomed brought the machine up in conductivity and then performed functional testing. The biomed calibrated, and then verified the uf pump calibration. A simulated treatment was performed for 1 hour and 30 minutes; no issues were identified. Functional testing performed by the biomed confirmed the system was operating properly. It is not currently known if the unit has been returned to service at the user facility. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical inv: a clinical investigation was performed by a clinical specialist to identify a causal relationship between the hemodialysis (hd) treatment and the adverse event. Although the complainant alleged that the 2008k2 hd machine removed too much fluid from the patient, no documentation has been provided to substantiate that claim. Therefore, any association between the 2008k2 hd machine and the reported event of too much fluid being removed resulting in ill effect and/or medical intervention cannot be determined due to the lack available information. Furthermore, additional details, specifically, patient demographics, hd treatment sheets, and medical intervention, have been requested and are needed to determine potential causality.